Event description:
A pt reported experiencing inaccurate erratic results with a otb meter. The pt's blood glucose results were 120 mg/dl meter), 183 mg/dl (lab) tests were done within 10 mins with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.